Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h6: imdrf patient code e0506 captures the reportable event of submucosal leak. Imdrf impact codes f08, f23 and f2203 captures the reportable event of hospitalization or prolonged hospitalization, unexpected medical intervention and imaging required.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus for hemostasis during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2024, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2025, the patient experienced submucosal leak in the esophagus mucosectomy site. A clot was then noticed near the clipping site; thus, the remaining mantis clip was removed with a snare, revealing 1-millimeter active bleeding. The remaining clip was removed to improve visualization of the bleeding site. A hemostatic spray was used on the patient, and a computed tomography (CT) was performed. The patient was hospitalized for reintervention. It was reported that the removed mantis clip was firmly grasping the tissue. The bleeding was considered resolved on (B)(6) 2023. On (B)(6) 2023, mild ulceration in the esophagus was visualized during an upper endoscopy procedure as a result of the clip being removed. A hemostatic spray was used on the patient and the patient was hospitalized for reintervention. The subject was admitted to the hospital prior to enrollment for other health reasons. (B)(6) 2023, was the actual admission date. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h2: block a6 (race), b5 (describe event or problem) and block h11 (additional MFR narrative) have been corrected. Block h6: imdrf patient code e0506 captures the reportable patient event of an intrasubmucosal leak. Imdrf impact codes f08, f2303, and f2203 capture the reportable events of hospitalization or prolonged hospitalization, medication required, and imaging required.

Event description:
It was reported to boston scientific corporation that mantis clips were used in the esophagus for hemostasis during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2024, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed without problems, and complete closure of the defect was achieved. On (B)(6) 2024, the same day. The patient experienced an intrasubmucosal leak in the mucosectomy site. The patient was hospitalized for reintervention and was given amoxicillin and omeprazole. The patient was also advised for non-per orem (npo) and was then transitioned to a clear liquid diet. On (B)(6) 2024, an upper gastrointestinal (gi) endoscopy procedure was performed, and four additional mantis clips were successfully placed without problems. Additionally, a hemostatic spray was applied at the most proximal region where there was a tissue tenting and an x-ray was performed. It was reported that the prior clips that were placed in the mucosectomy site were still intact. However, there was an exposed mucosectomy tissue at the most proximal clip. There was no alleged malfunction reported with the mantis clips. The patient event was considered resolved on (B)(6) 2024. In the physician's assessment, the event of intrasubmucosal leak was probably related to the study procedure. The patient was discharged from the hospital on (B)(6) 2024.